Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had an unexpected motor noise during rewind due to faulty motor. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and scratched reservoir tube window.

Event description:
Customer reported via phone call, the customer has been experiencing unexplained high blood glucose for about a week or two. Customer's blood glucose has been 400 mg/dl currently it was 260 mg/dl. His symptoms were high readings, nauseous, and lack of energy. Troubleshooting was performed. Manual primed was performed and insulin exited. Displacement test was performed and the device passed. Customer was unable to remove infusion set to see if it was bent. Customer was unsure if setting were correct, he was advised to speak to his doctor. Blood glucose was 446 mg/dl on (B)(6). Customer was declined to high pressure test since he wasn't home. Customer stated the device made a grinding noise. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.